Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5152991) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient having lung inflammation accompanied with pain, nausea, sleeping issues with more apnea events, low oxygen levels, dizziness, and heart palpitations. The patient also alleged hospitalization for breathing issues.